Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed improper contact of the cable to the control board. The cable was reconnected, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.